Event description:
N/a.

Manufacturer narrative:
The mayfield triad skull clamp (a1108) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the physician applied the mayfield triad skull clamp (a1108) on the patient. The physician used the pressure indicator on the clamp, and minutes later the pin seated itself deeper into the patients skull and lost the pressure it was set to. The facility wants the clamp inspected for spring, torque knob failure. There was no patient injury, but there was unspecified delay time. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.